Manufacturer narrative:
The reported events of lead damaged and sensing anomaly were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found clavicle crush damaging all cable lumens, inner coil lumen, and polytetrafluoroethylene (ptfe) liner at the middle region of the lead. The ethylene tetrafluoroethylene (etfe) cable coating of one ring electrode cable and one nonfunctional cable were abraded in this location. The cause of the reported events was due to the clavicle crush damaging the ptfe liner of the inner coil and abrading the ring electrode etfe cable coating.

Event description:
Additional information was received indicating the right ventricular lead was explanted and not capped.

Event description:
Additional information was received indicating provocative testing was performed and no anomalies were noted. A revision procedure was performed and the right ventricular (rv) lead was capped and replaced. No anomalies of the rv lead were observed either visually nor via diagnostic imaging. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, oversensing was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.